Event description:
Device malfunction: difficult to deploy, difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician attempted arteriotomy closure following an unspecified procedure. It was reported the sheath was difficult to split and the procedure was aborted. The device was difficult to remove, but was able to be pulled out from the vessel. There were no adverse patient effects reported. Though requested no additional information was available.

Manufacturer narrative:
Evaluation summary: examination of the returned device yielded a bent shaft with carving of its nylon covering at its distal end. Also noted was a damaged exchange tube and slightly bent vessel locator wings, these two observations are the direct result of the carving process. No root cause for the carving was determined as there was no malfunction of the device detected and the lot history review did not yield any information relevant to the report.